Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a patient on the cobas® sars-cov-2 assay. A customer from guatemala alleged false positive results for the cobas® liat sars-cov-2 influenza a influenza b (scfa) assay for all three targets generated on the cobas liat analyzer (sn (B)(4)). On (B)(6) 2021 a patient entering the hospital (cause unknown), as part of hospital protocol a request for covid testing was performed on the incoming patient. The patient was tested using the cobas® sars-cov-2 influenza a influenza b (scfa) assay that generated positive results for all three targets on the cobas liat analyzer (sn (B)(4)). Approximately 30 minutes after initial positive test results were generated a repeat test using the same patient sample was preformed on the same the cobas liat analyzer (sn (B)(4)) that generated negative results for all three targets. Patient sample was collected using nasopharyngeal swab and vircell transport medium. Patient receive the second result negative for all three targets. The customer confirmed that there was no allegations of harm injury or danger to the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).